Event description:
It was reported that the patient experienced blockage in the tubing leading to occlusion and hyperglycemia which was treated with correction injection via multiple daily injection on 02-apr-2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.